Event description:
It was reported a patient death occurred. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a baseline pericardial effusion was noted. The physicians called it moderate in size. The operating physician decided to perform pericardiocentesis prior to beginning the watchman implant. The physician proceeded with the laac procedure after tapping the effusion and implanted the closure device without issue. The effusion was not improving; however, it did not increase in size, therefore it was decided that the patient should go to surgery to find the source of the bleeding. It was noted that a perforation of the right ventricle was discovered during surgery and determined to be unrelated to the watchman procedural steps. It was suspected the perforation was due to placement of the drain for treatment of the effusion. The perforation was repaired in surgery. The patient remained in the hospital for recovery. It was later reported the patient died four (4) days later on (B)(6) 2025. The official cause of death was not provided. It was further reported that the official date of death was confirmed as (B)(6) 2025. The patient expired during the post-operative recovery period. The reported causes of death included hemorrhage, end-stage renal disease, atrial fibrillation, and pericardial effusion. Based on the physician's assessment, the event was determined to have no causal relationship to the watchman device or the implant procedure. It was further reported cardiac tamponade occurred along with a 4mm leak upon implant.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.h6: patient code added.

Manufacturer narrative:
B2: date of death corrected to (B)(6) 2025. B5 describe event or problem: updated with additional information received.

Event description:
It was reported a patient death occurred. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a baseline pericardial effusion was noted. The physicians called it moderate in size. The operating physician decided to perform pericardiocentesis prior to beginning the watchman implant. The physician proceeded with the laac procedure after tapping the effusion and implanted the closure device without issue. The effusion was not improving; however, it did not increase in size, therefore it was decided that the patient should go to surgery to find the source of the bleeding. It was noted that a perforation of the right ventricle was discovered during surgery and determined to be unrelated to the watchman procedural steps. It was suspected the perforation was due to placement of the drain for treatment of the effusion. The perforation was repaired in surgery. The patient remained in the hospital for recovery. It was later reported the patient died four (4) days later on (B)(6) 2025. The official cause of death was not provided. It was further reported that the official date of death was confirmed as (B)(6) 2025. The patient expired during the post-operative recovery period. The reported causes of death included hemorrhage, end-stage renal disease, atrial fibrillation, and pericardial effusion. Based on the physician's assessment, the event was determined to have no causal relationship to the watchman device or the implant procedure.

Event description:
It was reported a patient death occurred. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a baseline pericardial effusion was noted. The physicians called it moderate in size. The operating physician decided to perform pericardiocentesis prior to beginning the watchman implant. The physician proceeded with the laac procedure after tapping the effusion and implanted the closure device without issue. The effusion was not improving; however, it did not increase in size, therefore it was decided that the patient should go to surgery to find the source of the bleeding. It was noted that a perforation of the right ventricle was discovered during surgery and determined to be unrelated to the watchman procedural steps. It was suspected the perforation was due to placement of the drain for treatment of the effusion. The perforation was repaired in surgery. The patient remained in the hospital for recovery. It was later reported the patient died four (4) days later on (B)(6) 2025. The official cause of death was not provided.